Event description:
A customer reported to baxter (B)(4) a one-link needle free IV connecter in which when connected to an unknown triple lumen central line, a downstream occlusion alarm was displayed on a triple channel colleague pump. According to the report, the one-link was changed to a flo-link and therapy continued as normal. There were three total lines which all caused the pump to alarm for a downstream occlusion. The medications being administered were propofol, levophed and saline. The alleged defect occurred during patient use. However, there were no reports of patient injury, adverse events, or medical intervention related to the report. A no flow was observed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.